Event description:
It was reported to philips that all four monitors in the examination room have stopped working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the neurovascular planned treatment. The procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and found that while the monitor was powered on, the image was not visible. The rse executed a cold restart. Subsequently, the field service engineer (fse) assessed the system on-site and identified no issue after the rse's cold restart. After cold restart, the system was returned to use in good working order.